Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03582 pertains to the other device. It was reported to boston scientific corporation that the patient underwent a pelvic floor repair procedure to treat her symptomatic cystocele, rectocele, vaginal vault prolapse, and stress urinary incontinence using a pinnacle pelvic floor repair kit (exact type unknown) on (B)(6) 2011. The patient underwent a second procedure on (B)(6) 2011, in attempt to correct the problems she was experiencing after the implantation procedure. The exact nature of these problems is unknown. During this second procedure, the arms of the mesh, in addition to a separate piece of the mesh, were removed from the patient. Reportedly, although, this procedure improved some of the pain in the patient's upper left leg, she continued to experience pain in her lower left leg, numbness, continued foot drop, and partial paralysis. The patient indicated that she is in constant pain and can feel the mesh moving inside of her. She also experiences incontinence, urinary retention, and dyspareunia. All other information, including the patient's current condition, is unknown and reportedly unavailable.